Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. During follow up communication, the nurse stated that there has been no occurrence of health damage or complaints. Currently, cystoscopy has been discontinued and is not in use, and the washing machine is also not in operation. They are consistent by conducting inspections and filter replacement study sessions when inspections are resumed. Since it is not in operation, there is no health hazard, and no blood test is scheduled. The product to be cleaned during operation is a non-olympus product and the model number and device information was unknown. The facility does not own any endoscope products in-house, and do not plan to submit a scope for suspected reprocessing defects. The event may be prevented by following the instructions for use (IFU) and oer-6 instruction manual operation (revised number 2) at the time of shipment of the product regarding the replacement of the water filter, section 7.3 replacing the water filter (maj-2317). Olympus will continue to monitor field performance for this device.

Event description:
A nurse at the user facility called the call center to inquire about changing the water filter in the subject device and stated that the water filter had not been replaced since it was purchased (B)(6) 2021. The call center informed the user facility that it is recommended to replace the water filter once every two months.